Event description:
It was reported that the patient's extension was broken. A revision was planned, and the extension was exchanged. There was no patient injury, and the patient outcome was reported as ok. See MFR. Rep. # 3007566237-2012-00230 for additional reportable event occurring during revision procedure.

Manufacturer narrative:
Extension model unknown serial# unknown implanted: unknown explanted: (B)(6) 2012.

Event description:
Additional information received reported that the extension was not broken. There was no device failure. The patient had previously been implanted with a quad lead and was changed to an octad.

Manufacturer narrative:
Correction: no device failure, disregard initial MDR.